Event description:
2 of 5 reports (different facilities, same failure, same product family). Other mfg report numbers: 3013886523-2023-00038, 3013886523-2023-00040, 3013886523-2023-00041 and 3013886523-2023-00042. It was reported certas valves had programming difficulties. No additional information has been received after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Unique device identification (UDI): (B)(4) or (B)(4). The certas plus valve (823146) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.